Manufacturer narrative:
Continuation of d10: addr01 ipg; implant date: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during explant the right ventricular (rv) lead isl-1 connector pin bent. The physician electively programmed th e implantable pulse generator (ipg) in aai mode as a single chamber pacemaker. The rv lead was capped and replaced. It was also noted that the capped rv lead exhibited high impedance values. No patient complications have been reported as a result of this event.